Event description:
It was reported that the patient's right ventricular (rv) lead which was previously capped due to a system upgrade became dislodged. The rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary indicated that the lead had apparent explant damage. Concomitant product: 5086mri 52 lead, implanted: (B)(6) 2013. (B)(4).